Event description:
I had my 3rd child by emergency c section and found out I had a soft spot in my uterus and I decided to get the essure procedure. I got the essure done (B)(6) 2012. The doctor started on the right side and after going through 2 kits that didn't deploy they took a break because I was in so much pain went to the left side with the 3rd kit and it deployed right away after that the right deployed with the 3rd kit. I have had cramping pain in my abdomen mostly on right side, heavy bleeding with golf ball size clots, pain after intercourse. (B)(4).